Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was a significant quantity of solidified blood within the lumen and balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, however this was again unsuccessful due to the quantity of solidified blood in the device. A microscopic examination of the balloon and lumen was also unable to locate the rupture. The rated burst pressure of this flextome device is 12atm. A visual and microscopic examination observed no damage to the tip, markerbands or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of an in-stent restenosis (isr) located in the mid right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was initially inflated at 6atm for 10 seconds. Second inflation was at 12atm also for 10 seconds; however, it was noted that the balloon ruptured. The device was completely removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of an in-stent restenosis (isr) located in the mid right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was initially inflated at 6atm for 10 seconds. Second inflation was at 12atm also for 10 seconds; however, it was noted that the balloon ruptured. The device was completely removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported.